Event description:
The customer reported to customer service that the transformer of her pump in style breast pump felt hot. Upon receipt and qe evaluation, a breach in the transformer housing was found. The underlying electronics were accessible which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt and qe evaluation on (B)(4) 2014, a breach in the transformer housing was found. As a result of (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going. A visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.7 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 62.5 ohms, which is normal and indicates that the thermal fuse did not blow.